Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 507 mg/dl. It was stated that the customer was not feeling well, eating or delivering insulin prior to the hospitalization. It was stated that the customer's mother gave the customer manual injections once she noticed how high the blood glucose levels were. It was stated that the insulin pump programming was correct, and there were not alarms in the alarm history. It was unk when the customer last changed the infusion set. Nothing further was reported.